Manufacturer narrative:
The patient's date of birth was in (B)(6) 1950.

Event description:
The customer reported tidal volumes are low. The customer reported there was patient involvement and no patient harm.